Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 202, 187, 162, 214 and 285mg/dl. The customer¿s expected am fasting blood glucose test result range is 95-100mg/dl and expected pm non-fasting blood glucose test result range is 145-154mg/dl. Coordinator initially spoke with customer who reported she was feeling tired; when contacted by technician customer did not report experiencing any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 247mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/20/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1 : 202 mg/dl date: (B)(6) 2022 time: n/a fasting, result 2 : 187 mg/dl date: (B)(6) 2022 time: 11:59 pm non-fasting, result 3 : 162 mg/dl date: (B)(6) 2022 time: 11:58 pm non-fasting, result 4 : 214 mg/dl date: (B)(6) 2022 time: 11:57 pm non-fasting, result 5 : 285 mg/dl date: (B)(6) 2022 time: 11:46 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 04-mar-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.